Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught on fire. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator that allegedly caught on fire. There was no report of patient harm or injury. The device was returned to the manufacturer for evaluation. The manufacturer confirmed there was no evidence of thermal damage internally to the device. The device had evidence of thermal damage to the outer and rear cabinets, indicating the source of the fire was external to the device. The reporting facility reported the family were heavy smokers. Product labeling for the everflo oxygen concentrator instructs the user, "oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use." The manufacturer concludes the fire occurred external to the device.